Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The pacemaker has eroded through the pocket due to infection. The device was explanted. The patient was in stable condition throughout the procedure.